Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit ECG signal did not come up . There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp), there was an ECG signal not showing up. Initially, fse tried to switch the ECG cable set from another machine and put it in. It was found that the ECG value was normal, so I removed and exchanged the lead cable set. Another machine used with the original patient cable of the machine. It was found that the ECG values were normal. White cream stains were found on the lead head, so it was cleaned. And checked the lead cable signal, found that the signal came normally. Connected the cable back to the original patient cable and connected the lead, found that the signal came up normally. Fse tested the operation of the machine. The machine can be used normally.

Event description:
N/a